Event description:
As reported: "the screws didn't lock into the plate but rotated around. There was one screw left in the plate (in the patient) which could not be removed but also did not hold as it should. Furthermore, two screws were removed and working lock screws were put in their place."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Correction: please refer to section h6 (clinical signs code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the screws didn't lock into the plate but rotated around. There was one screw left in the plate (in the patient) which could not be removed but also did not hold as it should. Furthermore, two screws were removed and working lock screws were put in their place."